Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a calibration error was received and was unsure what it meant. Customer does not recall any significant events leading to the error, except that she was testing her blood glucose at the time. Customer's blood glucose was 410 mg/dl at the time of incident. Troubleshooting informed customer on the possible causes of the calibration error. The customer was advised to monitor the issue and to call back if the calibration error reoccurs.